Manufacturer narrative:
This lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited a single high out of range pacing impedance measurement. A slight increase in pacing threshold measurements was also noted. All other lead diagnostics were acceptable and there was no evidence of noise. No adverse patient effects were reported.